Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the display of the device was fuzzy which could cause an inability to read the display. There was no patient harm.